Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 24 hours post implant of this 12mm pulmonary valved conduit used in this pediatric patient in the mitral position there were positive blood cultures for sepsis. The cause of sepsis was unknown as the patient was very sick with an open chest. The pulmonary conduit was implanted inside of a 14mm dacron tube due to severe mitral regurgitation. Three days post implant the patient experienced complete atrio-ventricular (av) block, persistent hypotension and moderate aortic insufficiency requiring escalation in extracorporeal membrane oxygenation (ECMO) flows. This case was further complicated by right sided seizure activity. There was increasingly elevated lactates and progressive acidosis. Three days later, after discussing with the patient's family regarding the grim short and long term prognosis, they requested to discontinue all heroic life support measures. The patient was discontinued from extracorporeal and ventilator support and passed away immediately thereafter. No autopsy was performed and the device remains in the patient and will not be returned.